Event description:
Additional information: it was reported that the cause of the event was broken leads. High impedances were measured. Lead breakage was confirmed with magnetic resonance imaging (MRI), x-ray, and computed tomography (CT) scan. Each lead was fractured between the brain and extension. One of the extensions was down really low below the ear. Both leads and extensions were explanted and plugs were put in the sockets. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. The patient experienced intermittent posturing in his right arm and had facial tightening on the right side. There were no known accidents or incidents related to the event. The changes start about 2 weeks ago following strenuous activity or exercise. It was noted the patient was a right handed golfer with his implantable neurostimulator (ins) implanted in his right chest. It was also reported impedance measurements on contact 4 were greater than 40,000 ohms which had been present since implant and was programming for right brain. It was also noted left brain, contacts 0-3, had impedances that ranged from 3459-5199 ohms which was higher than normal. Group impedances were run and the left lead was 'high' and the right lead was 1303 ohms. It was noted the patient had been 'very pleased' with his deep brain stimulation (dbs) therapy. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7436, serial# (B)(4), product type programmer, patient; product ID 64002, lot# n259814, implanted: (B)(6) 2010, product type adapter; product ID 3387s-40, lot# v175480, implanted: (B)(6) 2008, product type lead; product ID 3387s-40, lot# v175480, implanted: (B)(6) 2008, product type lead. (B)(4).